Manufacturer narrative:
The pump powered up properly after battery installation. No flashing medtronic logo noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches. The trace and history files were successfully downloaded using thump. All buttons functioned properly during testing. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Moisture damage/corrosion was found on the right arrow and graph traces and button dome switches. A review of the pump history file shows on (B)(6) 2024 there were four (4) stuck button alarms due to the corroded keypad traces and moisture damage on the electronics. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Flashing medtronic logo is not confirmed. Download difficulty is confirmed due to the flashing medtronic logo anomaly. Unresponsive keypad and stuck button alarms are confirmed due to the corroded keypad traces and moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, keypad/button unresponsive/button error, flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported pump was in a swimming pool, received flashing medtronic logo and stuck button alarm. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.